Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer thought she had delivered a bolus of 22 units instead of 2.2 units by incorrectly entering the decimal point. Customer checked pump history and confirmed that a 22 unit bolus was not delivered. Customer re-entered the value correctly (2.2 units) and delivered the bolus successfully. There was no reported impact to the customer's blood glucose level.